Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to noise with oversensing and pacing inhibition. There was no indication of asystole. No additional adverse patient effects were reported.